Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with trace diffuse lamellar keratitis (dlk), at inferior flap edge on the left eye, at the one day post-op visit. Pt was treated with steroid drops. Reporter noted pt slept most of the day after treatment, and did not get any medication into the eyes. Upon f/u, reporter informed that the dlk resolved with treatment. This report will follow the pt's left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).